Manufacturer narrative:
Based on the limited information available for this case, it is not known what role, if any lava ultimate played in the reported outcome. Other factors, such as prior tooth history and dental treatments, may have played a role in the need for the root canal.

Event description:
On (B)(6) 2016, a dental professional reported the case of a patient (age and gender not provided) who required root canal therapy on tooth #13. This tooth had received a lava ultimate cad/cam restorative for ts150 restoration on (B)(6) 2013. On (B)(6) 2014, it was noted that the tooth was painful and a root canal was performed.